Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was blurry image.

Manufacturer narrative:
The device manufacturer date is not known. This scope was not received for evaluation at stryker endoscopy. This scope was received at henke for evaluation. Based on the henke service record attached, the reported failure "new defective optics" was confirmed. According to henke: distal end was heavily damaged. Probably root cause for this failure is: most probably this was caused by sharp instruments during the operation. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was blurry image.